Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report a pod that alarmed during operation. Customer was concerned at how high his blood glucose levels had gotten. His blood glucose levels ranged between 180-485 mg/dl while wearing this pod. No further issues were identified.